Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 2.2 mmol/l. Customer¿s other blood glucose was 18 mmol/l, 3.1 mmol/l. Sensor glucose was 6.9 mmol/l. Customer stated that insulin was not suspended due to sensor values. Customer was ate bag of skittles to treat the blood glucose. Customer was out off auto mode when they experienced high blood glucose. The insulin pump will not be returned for analysis.